Event description:
Resident found at 9:30 pm between side rail and mattress. Resident lifted back into bed upon discovery. The bed and side rail were observed after the resident was removed and a space of 2 1/4 inches was noted between the mattress and side rail.